Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on 20-may-2024. The infusion set fell off during use. The infusion set was in use for a couple of hours. The blood glucose level was 246 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available